Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient's infusion set detached after two hours of use. No further information available.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6000448. 1. Visual inspection as per (B)(6) packaging criteria (criterios de empaque) flex set/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent.

Event description:
To date no additional patient or event details have been received.